Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2025-00210 through 3012447612-2025-00212.

Event description:
It was reported that a distributor discovered a captive hex driver, a polaris button lock screw inserter, and a polaris multi-axial screw inserter all with fractured tips after they were returned from the field. No patient or clinical information was provided with the return. This is report three of three for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is fractured. Root cause: this event could be attributed to excessive forces applied to the driver during use. DHR review: there was one non-conformance associated with this lot related to a discrepancy between the drawing and the certificate of conformance. The devices were dispositioned as "use-as-is" and the drawing was updated. The device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a distributor discovered a captive hex driver, a polaris button lock screw inserter, and a polaris multi-axial screw inserter all with fractured tips after they were returned from the field. No patient or clinical information was provided with the return. This is report three of three for this event.